Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the device was connected to the generator. The device was set on the tissue, and at the time of the first sealing, the knife did not return. This kind of event had occurred in clinical, but since the knife did not return at the first sealing, new hand device was used in case. The device was removed from the tissue by force but no tissue damage was caused. No patient harm.